Manufacturer narrative:
Complaint conclusion: a reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released. Upon removal, it was noted that the plug had not released successfully, was partially deployed, and partially in the delivery rod. Hemostasis was achieved by changing to a new closure device. There were no reports of patient injury. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The physician had achieved certification on the use of exoseal vcd, and there were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm. The puncture site had mild visible calcium/plaque and moderate access vessel tortuosity, with no stent near the puncture site, no stenosis >50% at or near the puncture site, no previous closure with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " vascular closure device (vcd) deployment difficulty partial deployment" could not be confirmed. Procedural/handling factors may have contributed to the reported event, since it was reported that an antegrade approach was used. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. Anatomical factors, such as the calcification and tortuosity of the access vessel, may also have contributed to the reported event. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released. Upon removal, it was noted that the plug had not released successfully, being partially deployed and partially in the delivery rod. Hemostasis was achieved by switching to a new closure device. There were no reports of patient injury. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The physician had achieved certification in the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. The device was stored and prepared according to the instructions for use (IFU). The femoral artery¿s suitability was verified via angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site had mild visible calcium/plaque and moderate access vessel tortuosity, with no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no previous closure with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. A non-sterile unit of the product ¿vascular closure device 5f - us¿ was received for evaluation. Per visual analysis, the following conditions were revealed: the delivery shaft was inserted into an unknown non-cordis sheath of the proper french size; the deployment lever was not depressed; the indicator window was in black/white position; the plug was not deployed; the cowling guard was unlocked; the bleed back port was set at its manufactured position, the indicator wire was deployed, and the device was blood-saturated. No other outstanding details were observed on the returned device. The functional analysis was performed. The cowling guard was set to the locked position, then, the indicator wire was pulled to move the indicator window from the black/white state to the black/black state. At the black/black stage, the deployment button was pushed down, fully depressed, and the plug was deployed. The indicator window turned to the black/red/white state as expected. The device successfully performed the deployment process. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism was assembled correctly, and no anomalies were observed. Prior to deployment, the distal tip of the delivery shaft was inspected, confirming that the plug was properly mounted in its manufactured position. The reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was not confirmed through analysis of the returned device as it was received without any button depression and there were no anomalies noted during functional analysis of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received with the button not depressed and the plug not out of position. However, as the device was deployed without issues during the functional analysis, it is likely that procedural/handling factors contributed to the deployment issue experienced during the procedure. It should be noted that since the deployment lever/button of the received device was not depressed, it is expected that the plug would not be deployed from the unit. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw, and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released. Upon removal, it was noted that the plug had not released successfully, was partially deployed, and partially in the delivery rod. Hemostasis was achieved by changing to a new closure device. There were no reports of patient injury. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The physician had achieved certification on the use of exoseal vcd, and there were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had mild visible calcium/plaque and moderate access vessel tortuosity, with no stent near the puncture site, no stenosis >50% at or near the puncture site, no previous closure with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The device was returned for evaluation.

Event description:
A reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released. Upon removal, it was noted that the plug had not released successfully, was partially deployed, and partially in the delivery rod. Hemostasis was achieved by changing to a new closure device. There were no reports of patient injury. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The physician had achieved certification on the use of exoseal vcd, and there were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm. The puncture site had mild visible calcium/plaque and moderate access vessel tortuosity, with no stent near the puncture site, no stenosis >50% at or near the puncture site, no previous closure with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.